Manufacturer narrative:
(B)(6) 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) leaked from the "top on the side where is the graduation of the bag since it was not properly sealed". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured july 16, 2017 - july 17, 2017. The device was received for evaluation. Visual evaluation revealed the weld on the top left of the bag was not fully sealed through to the edge of the bag. Functional testing was performed which revealed a leak at the top left corner. The reported condition was verified. The cause of the condition was due to variation in the manufacturing equipment weld process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.